Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, intermittent loss of capture was noted. Chest x- ray was performed and it was revealed that the atrial lead had dislodged. The patient was scheduled for lead revision. On the day of surgery the patient presented with intermittent capture of atrial lead. The atrial lead was capped and replaced on (B)(6) 2018. The patient was stable prior, during and post procedure.